Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented with a painful hip after hearing a popping sound. Surgeon believed the poly liner may have disassociated and elected to revise the hip. The poly liner was disassociated and many of the locking tabs were worn away. Surgeon diligently inspected the locking mechanism for damaged and elected to place a new poly in the existing cup and exchange the 28 bceramic head for a ts ceramic 36 head. Doi: (B)(6) 2012, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: re-captured device codes. Removed code for noise.